Event description:
(B)(4). Same case as MDR#2134265-2012-04387. It was reported that post a stenting treatment procedure, a myocardial infarction occurred. In (B)(6) 2011, the patient presented with stable angina. The 79% stenosed, 30mm long first target lesion was located in the mid left anterior descending (lad) artery with a reference vessel diameter of 2.97 mm. The first target lesion was treated with pre-dilatation and placement of a 3.00 mm x 32 mm promus element stent. Following post dilatation, residual stenosis was 0%, however, a grade c dissection occurred just proximal to the first target lesion. The dissection and the second target lesion, located in the proximal lad, were treated with pre-dilatation and placement of a promus element stent overlapping the first stent. The next day, the patient experienced elevated troponin-I and a myocardial infarction was reported. There were no reports of stent thrombosis or abrupt closure and the subject did not experience ischemic symptoms. No other actions were taken to treat this event. The procedure was considered to have a good outcome with no complications and the patient was discharged the same day on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).